Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) during drain one. The hp did not confirm that the patient line was primed to the top before connecting. The technical service representative (tsr) discussed the importance of priming and re-priming if necessary. The tsr assisted the hp in closing all clamps and cycling the power and ending therapy. The tsr advised the hp to dispose of current supplies and to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, an incomplete prime was reported and is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.